Event description:
Hcp reported pt fell, hitting neck area and head. Pt went to local emergency room; emergency physician applied "heat treatment" to shoulder and neck area. The pt developed visual disturbances right after emergency room visit. The pt went to the university of minnesota with the system in off state. Reprogramming was done and visual disturbance modified slightly, but returned to original problem within 24 hrs. A CT scan showed no abnormalities. Visual problems still an issue with the system on. A MRI found swelling and edema localized around the electrodes. Hcp states swelling should resolve itself. The cause of the edema could be from head impact or "heat treatment". No report of device explantation. A follow up report will be sent if add'l info is received. Refer to medwatch report# 2649622-2007-00221.